Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance of greater than 2,000 ohms. Additionally, there was no capture at the maximum output. A lead fracture was suspected. A revision procedure was scheduled and an attempt was made to remove the rv lead using laser extraction. However, the physician had difficulty extracting the lead. The rv lead was then surgically abandoned. The pacemaker was explanted, and a new system was implanted. No additional adverse patient effects were reported.